Event description:
It was reported that the left ventricular (lv) lead exhibited low intrinsic amplitude out of range. Boston scientific technical services (ts) discussed physician discretion options to troubleshoot and or monitor. Health care professional (hcp) would review on plan for patient. As of this time, the lead remains in service. No adverse patient effects were reported. Additional information received indicates the lead was explanted. The lead port was plugged. No additional adverse patient effects were reported.